Manufacturer narrative:
The impella lp2.5 has not been received from the customer, however, data logs have been received and a failure analysis investigation is underway. A supplemental medwatch report will be submitted upon completion of the evaluation.

Event description:
The complainant reported a (B)(6) year old female patient presenting with heart failure, mitral regurgitation, and hemodynamic breakdown during balloon aortic valvuloplasty. An impella lp2.5 was prepped and inserted on (B)(6) 2018 in the right femoral artery with no issues. Device was explanted on (B)(6) 2018 and no malfunctions regarding the operation of the device were reported. The following day, however, the physician identified limb ischemia in proximity to the impella insertion site. As treatment, the thrombus was removed and there were no lasting harm endured by the patient, as a result. Although it was not confirmed, the physician alleged the device had either caused and/or contributed to the thrombus and limb ischemia.

Manufacturer narrative:
The root cause of the thrombus formation and subsequent ischemia was unable to be determined as the device was not returned due to customer discarding the device. Datalogs were analyzed and revealed an instance of suction during the case. A failure analysis investigation was performed to review the device history record and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints associated with pumps from this lot.